Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the balloon had ruptured. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Based upon the visual and functional examination, it was concluded that the device returned had a cut in the balloon likely caused by a sharp instrument. The balloon can be easily compromised if it comes in contact with sharp objects or packaging material. The batch history records were reviewed with no anomalies noted.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.